Event description:
It was reported to boston scientific corporation that an endovive securi-t was used in the abdomen during a gastrostomy replacement procedure performed on (B)(6) 2025. During the procedure, a device replacement was performed, and the t-shaped bumper detaches inside the stomach. It was reported that the patient was having difficulty in undergoing transoral endoscopy. Currently, no adverse health effects have been observed from the bumper remaining inside the patient. The procedure was completed with a new endovive securi-t device while leaving the detached bumper inside the stomach. There were no patient complications reported as a result of this event. ***correction*** type of procedure has been updated from gastronomy replacement to gastrostomy replacement upon further review.

Manufacturer narrative:
Block h11: correction block b5: (describe event or problem) has been updated. Block h6: imdrf device code a0501 captures the reportable event of internal bolster detached. Imdrf patient code e2008 is being used to capture the reportable event of detached bolster remained inside the patient.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of internal bolster detached. Imdrf patient code e2008 is being used to capture the reportable event of detached bolster remained inside the patient.

Event description:
It was reported to boston scientific corporation that an endovive securi-t was used in the abdomen during a gastronomy replacement procedure performed on (B)(6) 2025. During the procedure, a device replacement was performed, and the t-shaped bumper detaches inside the stomach. It was reported that the patient was having difficulty in undergoing transoral endoscopy. Currently, no adverse health effects have been observed from the bumper remaining inside the patient. The procedure was completed with a new endovive securi-t device while leaving the detached bumper inside the stomach. There were no patient complications reported as a result of this event.